Event description:
Patient has a gj tube. Parents stated it flushed well in the am but when they flushed later in the day, it was found to leak. Patient came to clinic where it was discovered it had broken off. Patient had to go to or to have remaining piece removed. At the time of event was not using gj regular for feeds. Patient was taking all oral meds according to parents.